Event description:
From distributor's report: 1) dermabond topical skin adhesive, db12, lot unknown, used to close forehead laceration on a pt in 2002. 2) product dripped from laceration into eye bonding it shut. 3) patient sent to ophthalmologist in 10/02, no treatment had been prescribed for eye during three days interval. 4) ophthalmologist applied ophthalmic ointment and called distributor for more information. 5) pt was placed under general anesthesia in 10/02 in order to open eyelids. 6) nurse at ophthalmology office stated that not tissue dissection was required or eyelashes were cut. 7) lump of product found under upper eyelid. 8) pt's vision and condition of their eye are fine, no problems.